Event description:
It was reported that the expiratory channel printed-circuit board (pcb) was found defective. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. Evaluation of the received device logs showed two technical errors, one indicating that an internal supply voltage was too low, and the other that the safety valve was open. The pc-board was installed in a reference system for simulated-use testing. The pre-use checks tests failed several sub-tests due to the safety valves inability to close. In tests of ventilation modes the technical error code indicating a safety valve open was generated. Electrical measurements on the expiratory channel pcb showed that a capacitor in the safety valve supply circuit was shorted. A failure leading to the observed technical error codes will lead to a stop in ventilation. Appearance of this failure will be notified to the user by a generated high-priority alarm and the technical error codes. If the fault is present, it will be detected during the pre-use checks tests. Our conclusion in this matter is, that the reported issue was caused by a shorted capacitor on the expiratory channel pcb.

Event description:
(B)(4).